Event description:
This event is reportable based on analysis completed on (B)(6) 2012 which revealed a bond separation. It was reported a blood leak was noted during a rf ablation procedure. The reflection spiral catheter was inserted into a sjm sheath and into the left atrium. After an undetermined period of time with intermittent catheter curve and radius deflections, blood was visibly oozing from the black radius variation mechanism on the side of the handle. The product performed well otherwise and a replacement product was not needed.

Manufacturer narrative:
Method: one 7f reflexion spiral catheter was received for eval. Visual inspection of the returned catheter revealed the tip shaft to catheter shaft bond had separated. Evidence of the tip shaft having been adequately secured with uv adhesive was confirmed by the presence of a uniformed band of adhesive around the entire tip shaft. Electrical testing confirmed stable resistance values within specification. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.